Event description:
It was reported that the tip of the instrument was broken during use. No pt complications were reported.

Manufacturer narrative:
(B)(4). A review of the device history records did not identify any applicable nonconformance to spec. The inferior shaft is cracked on both sides of the jaw pivot pin. The location, direction, and amount of force required in order to induce fracture of the shafts are consistent with application of excessive force.